Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6), u.s. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the adhesive was not sticky enough causing the set not to stick into skin on (B)(6) 2026.